Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and exact timing of the reported valve thrombosis could not be determined. Investigation results suggest patient factors not provided may have contributed to the valve thrombosis and subsequent rehospitalization for treatment. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Reference for article: nappi, francesco, laura mazzocchi, cristiano spadaccio, david attias, irina timofeva, laurent macron, adelaide iervolino, simone morganti, and ferdinando auricchio. 2021. "Corevalve vs. Sapien 3 transcatheter aortic valve replacement: a finite element analysis study" bioengineering 8, no. 5: 52. Https://doi.org/10.3390/bioengineering8050052.

Event description:
As reported by our affiliate in france and through an article, 'corevalve vs. Sapien 3 transcatheter aortic valve replacement: a finite element analysis study', one patient with a 26 mm sapien 3 valve in aortic position was re-hospitalized due to valve failure by thrombosis after an unknown implant date. No information was provided regarding the treatment of the thrombosis of sapien 3 valve. Between 2014 and 2018, 39 tavr patients were admitted to the facility for heart failure related to valve thrombosis, aortic insufficiency or paravalvular leak, and underwent a CT scan after tavr. Of these, 2 patients with device failure due to thrombosis were selected to perform post processing finite element analysis (fea). One of the patients received a 26mm sapien 3 transcatheter heart valve which was affected by device thrombosis. The article noted that fea modeling can evaluate the presence of persistent complex calcifications which were not identified by the follow-up 3d CT scan.